Manufacturer narrative:
The company rep observed that the display intermittently blanks out or distorts. The company rep replaced the display interceptor (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit's display distorted. The pt was switched to another unit and therapy was continued. No pt injury was reported.